Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-23, additional information was received from a foreign manufacturer representative (rep) that was confirmed by a foreign healthcare professional (hcp) via daiichi. Additional information confirmed the catheter replacement occurred on october 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the adverse event previously reported as ¿baclofen poisoning¿ was changed to overdose. It was also clarified that the causal relationship with the drug was not changed, it remained as no causal relationship.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8781, lot# n525939001, implanted: (B)(6)2016, explanted: (B)(6)2017, product type: catheter. The previously reported patient code (B)(4)no longer applies to this event. The previously reported device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-jan-18, additional information was received from a foreign healthcare professional (hcp) via (B)(6). It reported an adverse event of "baclofen poisoning" with a date of incidence of (B)(6)2017. The classification of severity was "serious". The treatment for the adverse event was a discontinuation of the investigational drug and catheter replacement. The adverse event recovered on (B)(6)2017. Causality was catheter related and "overdose/withdrawal symptoms/resistance: yes (overdose)". Pump operability testing occurred on (B)(6)2017. The drug volume at previous refill was 20.0 ml, the actual reservoir volume (arv) was 7.8 ml and expected reservoir volume (erv) was 4.3 ml. A catheter x-ray study was performed on (B)(6)2017 with no abnormal findings (catheter evaluation was impossible because it was a simple x-ray study). The source document included an "opinion on this event" that stated, "it was considered that the root cause of this case was kink of the ascenda catheter. From around (B)(6) 2017 until (B)(6), weak baclofen effect persisted. It was considered that it was not contradictory judging that the dose of baclofen administered was reduced due to kink (it was also noted from the cv ration). Why did baclofen poisoning occur on (B)(6), this is only an anticipation, but the possibility that the kink was instantaneously released by the body position, or the possibility that the kink was instantaneously narrowed, and the drug injection pressure narrowed from the stagnation of the drug over time. We are thinking about the possibility that a large amount of baclofen was intramuscularly instantaneously exceeded the resistance of the site. In this case, computerized tomography (CT) was not performed from the start of the itb therapy until adverse event onset. So, there was no way to check the CT images when the kink occurred. However, at the time of implant operation in (B)(6) 2016, the ascender catheter was inserted allowing to have a play. If the kink was due to a technical issue, the spastic attenuation effect supposed to be weakened from immediately after the impact operation, but in this case, the reduction of spastic effect started in (B)(6) 2017, about 300 days after the start of the itb therapy. It was the issue why the kink of the catheter occurred. The patient had weight gain of (B)(6) from (B)(6) 2016 to (B)(6) 2017. It was a remarkable increase during about 1 year, and accompanying that, the abdominal circumference expanded by 11.6 cm. Considering that the insertion of the ascenda catheter was halfway around the abdominal wall, it meant that about 5.8 cm ascenda catheter was extended form the postoperative day. It was considered that the event may have contributed to catheter kinks. It was thought that if the catheter was stretched, an ascenda catheter sprinkled under the pump would extend, but in fact, a hard-connective tissue was formed around the catheter. So, after a certain period, even if there was surplus catheter under the pump, it would not actually move. For example, at ventriculoperitoneal shunt, etc., catheter withdrawal was comparatively easy because catheter travel was linear, it was different from itb's ascenda catheter situation. According to literatures, weight gain after the start of the itb therapy, particularly in children cases were reported, and it was also reported that decrease in the number of calories burned due to spastic relief by baclofen. It the case of this report_2, although the recommended calorie was set to 1753 kcal/day after itb, the patient over-ate at home (2264 kcal/day in the case of one day for example). Also, there was a possibility that the optimum intake calorie amount of 1 day was decreased as protein intake was small and muscle mass was decreased. It was considered that there was a possibility that the body weight might increase after the start of the itb therapy as described above, and if the abdominal girth increased accordingly, there was a possibility that the dose could not be controlled. If catheter kink was found with proper nutrient management and regular image follow-up, early catheter replacement was considered desirable". Adverse event details (B)(6)2016; s) the patient had some difficulty with his legs. O) manual examination was performed, muscle tone in both hip joints, knee joint, ankle joint was decreasing. A) clonus might be slightly worsening as it was in winter. P) 1. Settings were as below; reservoir volume 5.4 ml (actual volume 6.2 ml), drug concentration: 500 mcg/ml -> 1000 mcg/ml, bolus period: 34.32 hours, dosage amount: 145 mcg/day -> 147 mcg/day, drug volume: 20 ml, low reservoir alarm: (B)(6)2017. 2017, follow-up at outpatient department. S) reflection came out when (B)(6) transferring to the wheelchair in the morning. The patient himself thought that it was tough, but the people of rehabilitation department said it was soft. O) manual examination was performed; muscle tone in both hip joint, knee joint, ankle joint was decreasing. A) it seems that the reflection was concerned although there was effect of baclofen. There was no pathological reflex at examination. P) 1. Settings were as below; reservoir volume 5.1 ml ( actual volume: 4.2 ml), daily dose changed from 147 mcg/day to 150 mcg/day, filling amount; 18 ml. Follow-up at outpatient department scheduled for (B)(6)2017. (B)(6)2017; "# refill"; 1) daily dose; 150 mcg/day. 2) drug concentration; 1000 mcg/ml. 3) the position of the port was 1-2 cm b below the wound. Identified by plate use. "# measurement of coefficient of variation: measured reservoir volume (erv) = 3.3 ml; arv =5.0 ml; cv = (3.3-5.0) / (18-3.3) = -1.7 / 14.7 * 100 = 11.56% <20%. (B)(6)2017; s) the patient awakened early in the morning by raising of upper and lower limbs. O) on examination, each joint of the legs had no spasticity, there was no pathological reflex appearance by passive exercise. P) n'vision adjustment, low reservoir alarm occurred on (B)(6)2017 3) outpatient visit was scheduled on (B)(6)2017 4) refill was scheduled on (B)(6) 2017. (B)(6)2017; the baclofen was increased to 165 mcg/day due to early waking up with a lower limb brace. The patient condition was monitored a few days passed. Remission of morbid reflex was confirmed, but spasticity could be taken a little more, therefore, baclofen was increased to xx mcg/day and the patient condition was being monitored. (B)(6)2017; a refill was performed. S) the patient complained that trembling of the upper limbs was terrible. O) because of increased spasticity (especially upper limbs), neurosurgery department visit was moved up and performed on this day. Rehabilitation was also evaluated. Mmt sir 80/80 ke 0/0 ae 4/4 ser 45/45 adf - 5 / -5 ef 5/5 ef 130/130 apf 60/60 wdf 3/2 + ee 0/0 dtr wpf 0/0 wpf 30/30 btr + / + fe 0/0 wdf 80/80 brtr + / + hf 0/0 spination 45/45 ttr +++ / +++ (clonus-like upper limb tremor triggered by tendon reflex occurred) ke 0/0 pronation 45/45 adf 0/0 clonus-like movement occurred in pronation/supination. Apf0/0ptr+/+ romhf100/100 atr+++/+- sf100/100kf140/140 adl (activities of daily living); voluntary movement of the upper limb was possible, but movement that the patient wanted was difficult to perform because of tremor due to spasticity. A) quadriplegic paralysis (frankel a-b). Upper limb spasm was increased. The spasticity of the upper extremity got worse considerably than when the patient visited the facility because of poor fit of the orthotic device last month. P) further plan such as rehabilitation was discussed considering examination results of the neurosurgery department as well. Erv=4.3 ml, arv=7.8 ml (cv = (7.8-4.3) / (20-4.3) = 3.5 / 15.7 * 100 = 11.56% <(><<)>22% r), reservoir volume = 19.0 ml, low reservoir alarm volume = 2.0 ml, refill interval; 85 days, low reservoir alarm date; (B)(6)2017. The patient's assessment / plan stated, 1) increased spasticity was observed. Flexion extension movement of the lower limb was possible, so it was unlikely that baclofen was not administered. 2) however, difference between measured reservoir volume and aspirated reservoir volume was noted at this refill. As for this, it was necessary to stop and observe it at the next refill. 3) this time, it was decided to increase the dose from 175 mcg/day to 200 mcg/day and monitor. 4) the next outpatient visit was scheduled for (B)(6)2017. Re-adjust the dose was planned depending on subjective symptoms. (B)(6)2017; s) the patient slightly recovered, the condition of his arms did not change. O) no spasticity in bending and stretching exercise of the lower limbs was observed, only a slightly clonus in the foot joint was observed. P) 1) change in flow rate, reservoir volume: 17.6 ml, low reservoir alarm volume; (B)(6)2017. 2) catheter contrast study was planned to perform if there were no symptoms change. (B)(6)2017; an adverse event occurred. Chief complaint: disturbance of consciousness. Current medical history; postoperative pump implantation for extremity spasticity after cervical spinal cord injury. It was stated, "because spasticity had been getting worse since summer of this year, drug dosage was gradually increased from 175, 200 and 230 mcg/day. Hospitalization examination was planned from (B)(6) to see if there was any issue with pump function. Until (B)(6)2017, spasticity remained strong. On (B)(6)2017, when the patient's wife changed the patient's body position, there was an impression that spasticity was weaker than usual. At 7 o'clock, after breakfast, the patient complained of headache, then became pallor of the face, and consciousness disorder appeared. Emergency transportation to the (B)(6) hospital was made therefore. During transportation, gcs 1-1 - 1 and a sinking tongue root was developed, so a nasal airway was inserted. Because of the operation history at (B)(6) medicine, the patient was transferred to the hospital. Findings at the emergency outpatient stated, "vital signs: bp 98/76 mmhg, hr80 /min, reg. Neurological findings; jcs-200, both eyes dilation of pupil, light reflection was confirmed. No spasticity in both upper and lower limbs, bending and extension was easily possible with passive exercise. N'vision programming on (B)(6)2017 at 10:30; simple continuous mode, 1000 mcg/ml, 230 mcg/day, estimated eri = 67 months, reservoir volume = 10.6 ml, low reservoir alarm: (B)(6)2017. The assessment stated, "there was an impression that baclofen was too effective. First, various inspections were performed. Head CT examination performed at the (B)(6) hospital had no obvious abnormal findings". The plan stated, "taking blood samples was performed. CT (head to pelvis) was performed to check catheter fracture". The "outcome after admission course after onset of adverse event" stated, "judging that baclofen was overdosed, the residual drug in the pump was replaced with saline solution, and the flow rate was set to the lowest level (48 mcg/day). The neurological findings were lightened on the second day. Catheter x-ray study was performed on the third day 3, but cerebrospinal fluid (csf) could not be aspirated through the catheter access port (cap), therefore, occlusion of the catheter was suspected. In the CT examination, there was a finding that the catheter was kinking at the distal part of the anchor dispenser, and it was confirmed that the obstruction of passage was occurring at the same site. As it was the above-mentioned process, the catheter was replaced on (B)(6)2017. Current baclofen administration was 7.1 mcg/h form 5:00 am-11:00pm, 4.0 mcg/h, 23mcg/h to 11:00pm-5:00am and 152 mcg/day. Pathological reflexes appeared in passive exercise during the day, but disappeared in a few minutes. The joints of the lower limbs were in a soft state. The dosage was dropped at night because there was a tendency for the abdominal distension as the amount of baclofen increases. Because there were no symptoms observed such as awakening due to nighttime spasticity, dosage setting was not changed as it was."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, lot#: n525939001, implanted: (B)(6) 2016, product type: catheter. (B)(6).

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown dose and concentration) via an implantable pump for a spinal cord injury. On (B)(6) 2017, a refill occurred and variability was 20%. On (B)(6) 2017, a rotor test and catheter fluoroscopy was attempted, but during aspiration, the drug from the catheter access port (cap) was failed. The catheter fluoroscopy was aborted. On (B)(6) 2017, a catheter occlusion was suspected and replacement of the catheter "will be scheduled on (B)(6)". The physician's assessment stated, "the most recent variability at the refill was 20%. Catheter occlusion was suspected as the drug could not be aspirated from the cap. The classification of severity was 3. The outcome was unrecovered. There were no reported patient symptoms. No further complications were reported and/or anticipated.